Manufacturer narrative:
The investigation was completed on 12-jan-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. During an internal review, noted a correction to the 3500a follow-up #1 under the h4. Device manufacture date. Reported as 15-jan-2025 and it should have been 03-jun-2024. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface sheath. In this case, the physician used the preface sheath since the femoral vein puncture, to do the cti ablation, and after the patient had a left side tachycardia. Therefore, the doctor needed to do a septal puncture with the preface sheath for the left side tachycardia. However, during the septal puncture, the physician could not push the sheath along with the dilator but only dilator could through to the left atrium (la). Therefore, they decided to change to a new sheath (preface) and it could go through. After, saw the edge at the end of the sheath was uneven and wrinkled. The procedure was not delayed due to the reported issue. The procedure was completed successfully. No patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).